Manufacturer narrative:
(B)(4). This report was confirmed for damage to the twist clamp, in this case cracking of the mainbody and occluder feet. No leakage through or from the set was observed in this case. The root cause could not be determined. A batch review was performed and found no issues related to the lot. A labeling review found labeling to be adequate for the potential user error. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The patient relative from india called baxter and reported leakage from a transfer set on (B)(6) 2011. The patient reported that the transfer set leaks even if the patient is in the sleeping position. The patient transfer set was replaced on (B)(6) 2011. No patient injury or medical intervention was associated with this report. No further information is available.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.